Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and identified: no major cystic explanations or erosive lesions. Status after radial torque prosthesis , no detachment. Notice boxed radial head prosthesis component from the capitellar articulation facet. Two herbert screws through the capitellum, no detachment. Pressure of osteophytic instigation at the olecranon. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported loosening of the radial head evident on x-ray. No intervention needed as no clinical symptoms identified outside of imaging diagnosis. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device remains implanted.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was reoperated on a second time to address implant loosening. No further information is available at the time of this reporting.